Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. The patient underwent another procedure on (B)(6) 2008 and aris was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on an unspecified date and a mesh was implanted. It was reported that the patient experienced pain, erosion, extrusion, exposure, urinary problems, bowel problems, organ perforation, vaginal scarring, fistulae, infection, bleeding, dyspareunia, neuromuscular problems, and excision. It was reported that patient underwent removal of mesh on (B)(6) 2009. (B)(4).